Event description:
It was reported that the patient had pain at the pocket site of the device. There were no signs of infection, erosion or compromise to the incision. The device was moved to a more medial position and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk analysis found no anomalies.